Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for lot 30059052 was reviewed and the product was produced according to product specifications. All information reasonably known as of (B)(6) 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported that a piece of the sheath came off in the patient's stomach. The patient was taken to endoscopy for removal. No adverse effects to patient related to removal. Per additional information provided on 3 aug 2020, during the procedure the dilator was used and upon removal, it was noted that the distal two levels had broken off in the patient. Attempts to retrieve the pieces with a snare were not successful. The gastropexy and tube placement were completed and the patient was then taken to interventional radiology for the uneventful removal of the distal portion of the dilator. The patient passed away on (B)(6) 2020 from respiratory failure related their pre-existing condition. Per the hospital, the death was unrelated to the dilator break.